Manufacturer narrative:
Updated sections: d9, h2, h3, h6 codes for problem code, type of investigation, investigation findings and investigation conclusion, the other codes in h6 remain unchanged from the previous submitted form. The device was returned and analyzed. The investigation found that the piercing through the lead body had caused some damage causing high impedances. The event was tried to be reproduced but was unable to do so. This was the result of an unexpected event. There were traces of the csf inside the lead as well. There was a clear opening at the site of piercing. There were no other anomalies with the stylet or leads. It is possible that this occurred due to the patient having difficult anatomy to pass by, but there is not enough evidence to determine the root cause. Nevro submits this report in compliance with FDA¿s medical device reporting regulations under 21 cfr part 803. Nevro has complied with regulatory investigation requirements and is submitting all information that is reasonably known to us at this time. However, we may not have been able to confirm this information or complete the investigation within the timeframe for filing this report. We may have given no response or an incomplete response to certain questions because we do not currently have information available to provide a complete response. If we later obtain any required information that was not available at the time of this initial report, we will submit a supplemental report. This report is not an admission by anyone that the product described in this report was defective, that it malfunctioned, or that it caused or contributed to the event described in this report. We may conclude that the device had no defect, did not malfunction, or did not cause or contribute to a reportable event. Some of the items on this form include forced-choice terms used by the FDA for reporting purposes that do not necessarily reflect nevro¿s conclusions about the causes or nature of the event. This statement should be included with any freedom of information act response.

Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found. Nevro is awaiting the return of the device. H1. Only one option can be selected. However, this case is both a malfunction and serious injury. Nevro submits this report in compliance with FDA¿s medical device reporting regulations under 21 cfr part 803. Nevro has complied with regulatory investigation requirements and is submitting all information that is reasonably known to us at this time. However, we may not have been able to confirm this information or complete the investigation within the timeframe for filing this report. We may have given no response or an incomplete response to certain questions because we do not currently have information available to provide a complete response. If we later obtain any required information that was not available at the time of this initial report, we will submit a supplemental report. This report is not an admission by anyone that the product described in this report was defective, that it malfunctioned, or that it caused or contributed to the event described in this report. We may conclude that the device had no defect, did not malfunction, or did not cause or contribute to a reportable event. Some of the items on this form include forced-choice terms used by the FDA for reporting purposes that do not necessarily reflect nevro¿s conclusions about the causes or nature of the event. This statement should be included with any freedom of information act response.

Event description:
It was reported that the patient experienced csf leak due to a physical damage to the lead. The stylet broke through the lead during the implant procedure. The physician caught it quickly and took it out. Two safe leads were implanted. An hcp assessment regarding the cause of the reported event was not available. The patient received medication and underwent medical imaging for safety precautions. There have been no reports of further complications regarding this event.